Manufacturer narrative:
The reported product has been returned and investigation is currently undergoing the investigation process. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes care device displayed an error-7 message. The product was returned and investigated for the error-7 message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer initially reported their abbott diabetes care device displayed an error-7 message. The product was returned and investigated for the error-7 message, however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Reader did not power on with button depression, strip or usb cable insertion. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks was observed. An extended investigation has been performed. A visual inspection of the reader was performed using digital microscope and burn marks were observed on inductors above the strip port and liquid contamination was observed near the stm microprocessor. Glucose data readings did not give any indication of smoke, explosion, or fire occurring. The returned reader was brought to the bench to perform functional testing. The observations of the burn marks on the reader were confirmed. The returned battery was measured to be within specification. The returned battery was connected to a known good reader and was able to charge successfully. A built-in reader test was performed using the returned reader¿s built-in software and test was passed. The reader was powered off to conduct an off current test by using a keithley source meter to measure the current. The off current was measured to be not within specification for returned readers with an stm processor. A cable tester was used to test the returned usb cable and no opens were observed. A load tester was used to evaluate the returned power adapter and the current on the load tester was set and the voltage was observed to be within specification range. A thermal camera was used to observe any hotspots on the reader and no hot spots were observed. The results of the off-current test showed that the reader was not consuming excess current to have caused the observed burn marks and the functionality of the returned battery showed that the battery was not the reason either. The location of the liquid contamination on the stm processer and capacitors near the stm was likely the reason for the burned components. Liquid contamination could be the cause of components to short and cause a surge of current to flow through unintended components. In this case, the observed capacitors are connected to the burned inductors through the vdd line and it was short from the capacitors which caused excess current to run into the vdd line and directly into the inductors near the strip port. The reader passed current consumption testing and the returned battery was functional. It was likely that the burned components were a result of liquid contamination. Liquid contamination was present on the stm processor and nearby capacitors which were connected to the inductors near the strip port. Therefore, it is likely that the liquid contamination on the capacitors caused a shortage that drew excess current to the inductors and caused them to burn. Therefore, this issue is not confirmed to use. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre reader, cable and adapter was reviewed and the dhrs showed the libre reader, cable and adapter meet specifications prior to release to distribution. If partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted. ¿ .